Event description:
The customer reported an x-ray disabled error message, resulting in a loss imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and battery were replaced and the power supply adjusted during the service call. The system was tested and found to be working as intended and put back into service.